Manufacturer narrative:
Results: only one fixture of this lot (fx3612swc, lot # f19ta731s) was available in the inventory, and pulled out for fatigue testing. A sample was sent to (B)(6). (A parent company), and fatigue test was performed. The acceptance criterion for fatigue limit is above 250n. Fx3612swc (lot# f19tra731s) from (B)(6) and fx3612sw (lot # c12d100912) manufactured in (B)(6). Were tested under the same compressive load condition, 250 ~ 25n. Two implants were withstood 5 x 10^6 cycles under the compressive load condition, 250 ~ 25n. The product is satisfied with internal acceptance criteria for the mechanical property. Conclusion: based on inspection results of the retain sample, the DHR review, review of complaint history and fatigue test result, the product has been found to be within specification and there was nothing in the record to cause implant fracture. There is no product issue to cause implant fracture. Therefore, the implant failure is most likely due to cause other than product such as patient medical history, bone condition, surgical mistake, or patient behavior. Date of test: (B)(6) 2015. Type of tests: visual examination using naked eye and microscope performed to verify sla (sand blasting with large grit and acid etching) surface was completed; re-inspect the retained product's dimensions to verify if the product meets its specs; review device history record; review complaint history record for the lot. Results: no visual or physical examination could be performed because the product was not returned to dentium USA. A retain sample from the DHR was pulled to verify the surface treatment and to verify that the product met specs. Visual examination was acceptable, sla surface treatment was confirmed. No obvious damage or other abnormality was observed. As a result of the retain sample re-inspection, the product was confirmed to meet all dimensional specs. DHR review for lot # f19ta731s found released devices to meet specs. Nothing in the record indicated cause for this complaint. Qty (B)(4) ea of 3612swc (lot# f19ta731s) was released on 08/13/2014. Complaint history was reviewed for the particular lot, and there was no complaint the same as this issue, implant fracture. Only qty 1 of this lot was available in the inventory, and pulled out for fatigue testing. A sample was sent to (B)(6) for the testing, and final conclusion will be updated once the result is obtained. Conclusion: based on inspection results of the retain sample, the DHR review and the review of complaint history, the product has been found to be within spec and there was nothing in the record to cause implant fracture. Once fatigue test result is received from (B)(6), final conclusion will be addressed. There is no product issue to cause implant fracture based on current eval.

Event description:
The dental implant, fx3612swc was placed in the patient's mouth in (B)(6) 2015. The doctor reported the implant fracture happened in (B)(6) 2015. The patient information and surgery information has not been provided from the doctor's office. Any product issue is not found to cause implant fracture based on the current available evaluation. Further investigation is on-going.

Event description:
Additional information: the dental implant, (B)(4) was placed in the patient's mouth in (B)(6) 2015. The doctor reported the implant fracture happened in (B)(6) 2015. The patient and surgery information has not been provided from the doctor's office. This MDR reporting is supplement to MDR # 3005503242-2015-00022 that are reported on (B)(6) 2015. Fatigue test was performed with the same model and lot number, and the data has been shown that the product is satisfied with an acceptance criterion for the mechanical strength. Any product issue is not found to cause implant fracture.